Manufacturer narrative:
Continuation of d10: product ID d-evolutfx-34 (lot: 0012468074); product type: 0195-heart valves. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter aortic valve procedure involving the evfxplus-34, the valve was deployed once and recaptured for depth adjustment. An infold was noted in the valve frame during the first recapture. The valve was at a depth of approximately 3 mm when the infold occurred. Following the recapture, the valve and delivery catheter system (dcs) were withdrawn from the patient. A new valve was prepped and loaded into a new dcs and implanted in the patient. The procedure was delayed by approximately 5 minutes. No patient complications have been reported as a result of this event.